Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: atr events show noise on the ra and rv lead. Noise reproduced when he leans on the left arm, like getting up out of bed. Tested impedance during the noise shows high impedance. Lead explanted on (B)(6) 2019.